Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that there was unknown damage to the pump. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow- up #1; date of submission: 09/29/2016. The pump was previously reported as the product for this complaint. The product has been updated to the battery cap. The battery cap has not been returned for evaluation. PMA/510(k) #: k032257.